Event description:
The customer contacted physio-control to report that they used quik-combo® adult pacing/defibrillation/ECG electrodes but the device did not recognize the electrodes being connected. The device prompted the message ¿connect electrodes¿. The customer checked the quik-combo electrodes and noticed that the isolation around the inner wires of the cable had come off. The cable isolation had melted together with the packaging bag at the point where the bag was sealed, thereby exposing the inner wires. The customer then took a second package of electrodes to treat the patient. The delay in treatment was approximately 1-2 minutes. There was patient use associated with the reported event however, there was no negative patient outcome reported.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the quik-combo® adult pacing/defibrillation/ECG electrodes. Physio-control determined that the cause of the reported failure was due to the apex and sternum wires that had been melted into the seal of the packaging. The wire strands had been exposed, and each wire was shorted to the other by 0.5 ohms. The wires being shorted to each other by 0.5 ohms caused the device to prompt 'connect electrodes' and no ECG to be obtained. Replacement electrodes were provided to the customer under warranty.